Event description:
Sms 10,000 ruptured after catalyst added. Debris reported to have traveled 20 feet. Unconfirmed by fire dept. Skin and eye irritation reported, again reported by fire dept as transitory to psychosomatic.